Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. H6) patient code: 3191- code not available for endoleak. Device code: 3191 - code not available for dissection. Investigation still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: on (B)(6) 2019, a zenith alpha 34mm , another manufacture¿s stent graft, and a zenith alpha 38mm were implanted from the distal site in order to treat an aortic arch aneurysm. The zenith alpha 38mm placed at the most proximal site did not cover the left common carotid artery. If it covered the artery, the area would be about 1/4 of the artery. An angiography was conducted after balloon touch up, and endoleaks type ia was observed. The coil embolization was conducted for embolizing a gap between the graft and the vessel wall induced by endoleaks type ia with the access from the left subclavian artery. Consequently, the endoleaks type ia almost disappeared, and the stent graft placement was completed. On (B)(6) 2019, the patient was rushed to another hospital. Retrograde ascending aorta dissection was observed. The entry was near the stent grafts, but the precise position of the entry is unknown. Emergency replacement of the ascending thoracic aorta was conducted on the same day. However, the patient died. Additional information received (B)(6) 2019: the doctor said some description reported by the stent company (gore) were wrong according to the doctor who performed the stent graft placement. No endoleaks were observed on (B)(6). The sales rep confirmed no endoleaks occurred in the images taken before the coil embolization. From the placement of the stent grafts to when the patient was discharged from the hospital, she was making steady progress. According to the report from the hospital where the patient was taken by ambulance, the entry tear of retrograde ascending aorta dissection was observed at a bare stent which was at the tip of c-tag from another manufacturer. However, the exact bare stent of c-tag where the dissection occurred is unknown. One of bare stents of c-tag was seen in the left subclavian artery according to the imaging. Therefore, the doctor who performed the stent graft placement does not think 2 zenith alpha were related to the patient¿s death. Patient outcome: the patient died.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). After investigation the event for this pr# is no longer reportable as investigation finds that the ¿retrograde dissection¿ is not related to the zenith alpha thoracic endovascular graft. Summary of investigational findings: this complaint was initially reported to address ¿retrograde dissection¿ related to zenith alpha thoracic endovascular graft. On 11apr2019, two zenith alpha stent grafts along with ctag from another manufacturer were implanted. The reported information doesn't specify which of the two zta stent grafts is the complaint device. Further communication with the user facility clarified that the retrograde dissection was not related to the implanted cook device but related to the c-tag stent graft. The zenith alpha was placed at the most proximal site. It is not clear whether the stent graft was placed to cover left common carotid artery or not. It is stated that if the left common carotid artery is covered, the covered area would be about 1/4 of the artery. In addition, coil embolization was conducted to embolize a gap between the stent graft and the vessel which induced type ia endoleak with the access from the left subclavian artery. The sales representative confirmed that no endoleaks concerning zta stent grafts were observed on april 11th. According to the user facility, the entry tear of retrograde ascending aorta dissection was observed at a bare stent which was at the tip of c-tag. However, the exact bare stent of c-tag where the dissection occurred is unknown. One of bare stents of c-tag was seen in the left subclavian artery according to the imaging. Therefore, the physician who performed the stent graft placement does not think that the two implanted zenith alpha devices were related to the patient¿s death. Based on the provided information, no failure related to zenith alpha thoracic endovascular grafts is identified. As stated by the physician the retrograde dissection was not related to the implanted cook stent grafts. Furthermore, there is a mention about coiling. Since the lsa was covered it is believed that the coil embolization was part of the standard procedural management to prevent type ii endoleak. As per customer testimony, the reported event, retrograde dissection, is therefore not confirmed to be related to zenith alpha thoracic endovascular graft. Consequently, this complaint is not confirmed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.